Manufacturer narrative:
This complaint could not be confirmed as no product was returned. This is a known issue relating to the thermostat being out of tolerance. The biomed at the hospital replaced the thermostat. No further action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit is overtemping at 42 degrees celsius. As a result, and alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.